Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. A pairing test was performed and the test passed. Functional testing was performed and the test failed. The reported event could not be confirmed with transmitter testing; however; a review for the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.